Manufacturer narrative:
The zoll catheter was returned to zoll on (B)(6) 2017 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
As reported, 24 hours after the icy catheter (lot number: 73032) was inserted into a patient's left femoral, blood was observed in the lumen of the start-up kit. The healthcare team believes there are leaks in the balloons, thus causing saline to be lost in the suk. Subsequently, an air trap alarm occurred. The catheter was ultimately replaced. Following the replacement, the patient was able to continue and complete their temperature management therapy. Per reporter, there was no patient injury as a result of the reported issue.

Manufacturer narrative:
The customer reported complaint for a leak was confirmed during initial functional testing. A pinhole leak was noted 1.40 inches away from the tip. Evaluation of the returned icy catheter indicated that the catheter performed as per specification. A visual inspection of the returned catheter was performed and no abnormalities with the catheter was seen. All infusion ports flushed successfully. During manufacturing all icy catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent material defect. Historical complaints were reviewed and one previous complaint was reported for icy catheter (lot # 73032) for blood found in the start-up kit, under ccr 32188 reported on 14 aug 2017. The customer reported complaint was confirmed. A pinhole leak was noted at the medial balloon.